Event description:
Defibrillator on 7/25/01 was making a beeping noise. Interrogation of device. Charge time was greater than 27 seconds. Repeat was 11. Technical service was called and replacement recommended.